Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: this was the first time the device was used.

Event description:
It was reported from china by the sales rep that it was noted that the 3x fuslitegu_olym-acmi_3.5mmx3.0m device had foreign debris out of the box. It was reported that when the fiber was unpacked there was white spot on the surface of fiber which cannot be cleaned with neutral cleaning solution. There were no adverse consequences to the patient. No additional information could be provided. This is report 1 of 3 of the same event

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown d10: concomitant device 2x fuslitegu_olym-acmi_3.5mmx3.0m device, therapy date: (B)(6) 2024 UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. According to the information provided, it was reported foreign matter on the surface. This was oob (out of box) case. It was reported that when the fiber was unpacked, there was white spot on the surface of fiber (as the photo shows), which cannot be cleaned with neutral cleaning solution. 3 devices had the same problem. There were no adverse consequences to the patient. No additional information could be provided. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes without its original package. The device has no signs of use. The device has the external black sleeve with few spots of a white unknown substance. A functional test was performed to the device. The female connector was directed to a light source, the device performed as intended, no issues with the light transmission were found. The photo investigation revealed that the device external black sleeve has few spots of a white unknown substance. A manufacturer investigation was performed with the following result: this is due to the parylene coating that is applied to the cable. Parylene is a silicon-based substance applied to the cables to make the cleaning process easier and more efficient. Parylene can also result in giving the black sheathing and handles a milky appearance and is just cosmetic. It does not affect the fit, form, function, or safety of the device. The overall complaint was confirmed as the observed condition of the fuslitegu_olym-acmi_3.5mmx3.0m would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.